Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter email: (B)(6).

Event description:
It was reported that the patient was failing at home after developing a resistant pseudomonas driveline infection now complicated by fungemia. The yeast was found through a culture on (B)(6) 2024 and treated with caspofungin. The patient presented with white blood cell and fatigue. All standard cardiac and infectious therapies were stopped, and patient was solely on comfort care. The patient died on (B)(6) 2024. The device operated as intended and the death was not device related. The onset of pseudomonas infection is captured under MFR # 2916596-2024-02885.

Manufacturer narrative:
Section b2 date of death: corrected. Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.